Event description:
Components were revised due to poly wear and fracture of poly. Revision surgery on her right hip to place a new cup, liner, and head.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested, but not made available. Should additional information become available it will be reported in a supplemental report. Not returned to the manufacturer.